Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that the receiver displayed a hardware error on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of error cannot be confirmed. It was reported that patient's receiver was exposed to water. However, a root cause for the reported error cannot be determined. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: keep the receiver dry. Do not spill fluids on it or drop it into fluids.